Event description:
It was reported, the camera head had a connection issue were the cord was pulling away from the camera head. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was separated from the camera. In addition, there was noise on the image due to faulty charge-coupled device and the serial plate was faded. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructional for use (IFU): "warning ¿ before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg. 12 olympus will continue to monitor the field performance of this device.